Manufacturer narrative:
E1: initial reporter first name - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with unspecified treatment for peritonitis. Pd therapy was reported to be "delayed". The cause of the event, hospitalization, and patient outcome were not reported. No additional information was available at the time of this report.